Event description:
In 2008, the lay user/patient in another country contacted lifescan (lfs) alleging the one touch ultra 2 meter would power off during use, following a battery replacement. On the following day, the technical service rep (tsr) spoke with the pt to obtain and verify information. On four days prior to original date, the pt replaced the battery in the reported meter; following this, the meter would power off during use. She was unable to obtain a blood glucose result. Because she could not test her blood glucose level, the pt decreased her insulin doses. The pt took 16 units instead of 18 units mixtard insulin in the morning, and 14 units instead of 16 units in the evening. The pt takes mixtard insulin twice per day, adjusting the dose based on meter readings and meals. On original date at 7:00 am, the pt experienced the symptom of lightheadedness and felt hypoglycemic. The pt administered self-treatment with food, eating toast with butter and marmalade. She did not seek any medical attention. The tsr determined during the troubleshooting telephone call that the pt had replaced the battery according to manufacturer's recommendations, the battery contacts were in good condition, and there had been no misuse of the meter. The pt did not have a backup meter. The meter was replaced. The pt claimed she was unable to test her blood glucose levels, not adjust her insulin doses based on her sliding scale, due to the power issue on the reported meter. The pt allegedly became hypoglycemic and received treatment with food to resolve the symptoms. Therefore this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject products for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate them.